Manufacturer narrative:
Qc was within established ranges before the event. No additional information is available regarding this event. Root cause is still under investigation.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the unicel dxc 800 pro synchron clinical system generated one erroneous high glucose (glum) result. The specimen was re-tested and repeated result was reported out of the lab. The erroneous result was not reported out of the lab. There was no change to patient treatment or diagnosis.